Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, material is missing from around the polar hole. The broken fragments were not returned with the complaint, but instead discarded by the hospital. The provisional was dimensionally analyzed and found to be within print specification where measured. In general, the provisional liner may exhibit cracking and/or missing material as a result of (but are not limited to): excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over time, accidental dropping of the provisional, attempts to remove the provisional with the screw installed and/or impaction during assembly. With the information provided, the exact cause cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the dome on the cup provisional broke off upon positioning.